Event description:
Hospital reported three events of allergy after using in open case. He did not give any further details.

Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further details are provided a follow up report will be submitted. The other two reports are: 1219977-2014-00080. 1219977-2014-00081.